Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system had no errors or functional issues when it was started up. The customer was able to complete the case with the replacement erbe generator, they also confirmed that only the erbe was grabbed from the spare system not the vision side cart.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the customer encountered multiple errors on the integrated electrosurgical unit erbe generator. The customer replaced the erbe with another from a spare system prior to calling technical support. The technical service engineer (tse) viewed the system logs and confirmed errors c-30, c-38, m-11, and m-18. The tse had the customer check the external foot pedals for improper placement, the customer confirmed that they were not being pressed and continued the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system had no errors or functional issues when it was started up. The customer was able to complete the case with the replacement erbe generator, they also confirmed that only the erbe was grabbed from the spare system not the vision side cart.